Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 2 date of submission 10/28/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/18/2013 with the following findings: during investigation, a crack was found in the bottom right corner of the display lens. The display screen was clearly visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display screen was cracked at the bottom right corner. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.